Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 13-apr-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced with a lens received on the handpiece tray. Viscoelastic residue was observed throughout the cartridge; stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. The lens was received coated in viscoelastic residue. The lens was cleaned and visual inspection found that the physical characteristics of the received lens match that of a den00v model lens. No issues were observed on the lens. The photograph provided by the customer was evaluated and showed the complaint handpiece with the plunger partially advanced. No damage was observed and no issues were identified. The complaint issue "delivery issue", "stuck in cartridge" and "lens damaged" could not be confirmed during product and photograph evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: n/a, as there is no indication that the lens was implanted section d6b - explant date: n/a, as there is no indication that the lens was implanted section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken. The injector was found to be defective and expelled the lens in a broken state. The broken lens remained inside the injector. Follow-up information indicated that during implantation, the injector reached the end of its threading, but only one haptic and approximately one-third of the optic advanced, leaving the lens retained within the injector. The device was unscrewed and implantation was reattempted, but the lens remained stuck even after attempts were made to remove it from the injector with forceps. No further information was provided.